Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was reported to be malfunctioned. The patient reported that this occurred after a month of implantation and shortly after it had removed. This experienced was both painful and terrifying according to the patient. This ICD was explanted. No additional adverse patient effects were reported.